Manufacturer narrative:
(B)(4). Analysis of the implantable neurostimulator (ins) discovered no significant anomalies. The ins recharge antenna failed the manufacturing test, but lab tests showed the device recharged normally and was functionally okay. The ins was recharged for analysis and there was good stable output on each electrode pair at the pt's settings as received. There was good stable output on every electrode pair referenced to the #0 electrode using the pt's lead configuration. The output matched the programmed settings. The implantable pulse generator (ipg) was functionally ok. Analysis of lead (B)(4) discovered broken conductor wires. The #4 and #5 conductor wires were broken by the proximal end of the #3 connector sleeve. Circuits 4 and 5 had intermittent continuity. Analysis of lead (unknown) discovered no significant anomalies. Continuity was acceptable, there were no shorts, and the lead was functionally ok. The outer insulation was cut and breached 24.5 cm from the distal end. This was suspected explant damage. Analysis of the anchor sleeve found no significant anomalies. The silicone sleeve was cut, but it was suspected explant damage.

Event description:
The pt's system was explanted on (B)(6) 2011. It was reported that the pt was never happy with the coverage. The pt had a successful trial but was unhappy with the implant. The pt always had normal impedances.